Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Updated codes for pseudotumor (hypersensitivity) and metallosis (foreign body reaction).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to instability on the anterior side of the cup. Update (B)(6) 2017 litigation papers received. Litigation alleges pain, swelling, inflammation, damage to surrounding bone tissue, multiple dislocations, lack of mobility, body impairment, infection, but infection was not mentioned in der and no supporting medical records provided at the time of this review. Should we receive further information, the complaint will be updated at that time. This complaint was updated on (B)(6) 2017.

Event description:
Update aug 9, 2017: legal medical records received. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address recurrent dislocation. Revision notes reported of metallosis, pseudotumor, enlarged capsule due to soft tissue reaction and the hip was unstable anteriorly with significant laxity of the capsule and anterior laxity. Clinical notes reported of pain and sudden onset of dislocation and popping in right hip. Pathology report reported of hematoma and fibrinous material. MRI revealed evidence of pseudotumor and evidence of metallosis with soft tissue reaction. This complaint was updated on aug 18, 2017.